Event description:
Resection with end to end anastomosis. According to the report: after firing, the device could not be removed, so the surgeon pulled hard and the proximal colon was torn. The knife did not run properly on tissue. Additional manual suturing was done to correct the issue. There was no bleeding and nothing fell into the patient's cavity. The procedure was extended more than 30 minutes.